Manufacturer narrative:
(B)(4). Catalog/model #, device evaluated by MFR., method codes, result codes, conclusion codes updated. Device evaluated by manufacturer: device was returned for analysis. The visual inspection was performed and the device presents a body kinked and the distal end was broken approximately 173.2cm. Moreover, the distal section (approximately 156.8cm) was not returned. Evidence of mechanical cut was noted on the broken section. All the outer diameter measurements are within the specifications. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-07787. It was reported that the rotaburr was stuck on the rotawire. A 1.50mm rotalink plus and a rotawire were selected to treat the target lesion. However, when the rotalink was removed from the patient after performing the 1st ablation, the rotawire got stuck in wire port of the rotalink catheter and it could not be removed. The procedure was completed with another of the same device. No patient complications reported and patient's condition is good.

Manufacturer narrative:
(B)(4)

Event description:
Same case as MDR ID: 2134265-2015-07787. It was reported that the rotaburr was stuck on the rotawire. A 1.50mm rotalink plus and a rotawire were selected to treat the target lesion. However, when the rotalink was removed from the patient after performing the 1st ablation, the rotawire got stuck in wire port of the rotalink catheter and it could not be removed. The procedure was completed with another of the same device. No patient complications reported and patient's condition is good.